Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon pulse generator interrogation, noise was observed on the right ventricular channel. The patient was asymptomatic. A review of electrocardiograms revealed the noise to be oscillations in the patient's ventricular signals which were being interpreted as noise. Device reprogramming was performed.